Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-may-2019 from a healthcare professional (hcp) who reported that the action/intervention that will be taken to resolve the motor stalls is pump explant/replacement. The patient was referred and waiting to set up/undergo consultation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 4.501 mg/day), clonidine (350 mcg/ml at 157.53 mcg/day), and bupivacaine (20 mg/ml at 9 mg/day) via an implanted pump. The indication for pump use was non-malignant pain (cervical/neck). On (B)(6) 2019 it was reported that the patient heard her pump alarm; her ptm (personal therapy manager) was showing an 8476 (motor stall) code; and she was feeling jittery. The pump was interrogated and a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs showed the pump stalled on (B)(6) 2019 at 3:22 pm and then recovered at 5:47 pm. It stalled again on (B)(6) 2019 at 9:25 pm and did not recover. No further complications have been reported as a result of this event.